Manufacturer narrative:
A device history record review has been initiated and the results will be relayed in a subsequent report.

Event description:
During quadrant removal of hard cataract, the irrigation stopped and as a result the pt's anterior chamber collapsed. After changing the tubing, the same incident occurred. According to provided info, the surgery was afterwards completed successfully. Add'l info has been requested.